Event description:
An ophthalmic surgeon reported that the cutter stopped three times during a vitrectomy with lens fragment removal procedure. It was also reported that the intraocular pressure (iop) settings on the machine iop control disappeared then reappeared. There was no patient harm reported.

Manufacturer narrative:
The facility did not request service. A thorough analysis of the event log did not reveal any abnormal condition(s) which could potentially be related to the reported event (s). There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause cannot be determined conclusively. (B)(4).